Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient family indicated the device has stopped working, or not working as well as it used too. Per caller, unknown when the ins stopped working as well as before but thinks it has been quite awhile. Unknown if ins is currently on. Caller wanted the ins to be checked by mdt rep. Redirected to nas. Per caller, patient has relocated (assisted living) and does not see managing hcp any longer and caller wanted to be current managing hcp. No troubleshooting could be performed. No further complications were reported/anticipated at this time.